Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised as you are driving the chair it jerks. Dealer advised right motor gearbox is the issue.